Event description:
The day after a carotid stenting procedure, the patient developed a cardiac infarction (mi). The patient is a male. The target lesion was right internal carotid artery. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%. The angioguard's delivery and stent placement (precise) were successful. Pre-dilatation and post-dilatation (balloons unknown) were performed with balloon catheter. There was no injury to the patient. On the following day, the patient developed a cardiac infarction. Pci (percutaneous coronary intervention) was performed. There is no information as to what type of pci was performed. It was noted that patient had a history of cardiac infarction in the past. The patient recovered and is out of the hospital. According to the physician, there was no causal relationship between the cordis product, the procedure, and the event.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.